Event description:
It was reported by the rep that (1) tlc55, (1) tvc55 and (1) tct75 were used during an unknown procedure. It was reported that the surgeon experienced lockouts with all three devices until the case was finally finished with no pt consequence. There are no more details available at this time.